Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.dilatation catheter: trek.guide wire: balance heavyweight.the device was received. Investigation is not yet complete. A review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the distal right coronary artery (rca), after predilatation the 3.5 x 38 mm xience prime stent delivery system (sds) was advanced to the target lesion and deployed. It was noted after balloon deflation and during sds removal that approximately 1/3 of the distal tip and balloon had separated at the junction and remained in the vessel. The detached fragment blocked the mid vessel. It was noted that the patient experience angina pain. A balance heavyweight guide wire was inserted and advanced distally to the lesion, and a 2.5 x 20 mm trek balloon catheter was advanced in an attempt to catch the fragment but was unsuccessful. The trek was removed and a 3.0 x 30 mm non-abbott balloon catheter was advanced and successfully retrieved the fragment into the guide catheter; the fragment, balloon catheter, and guide catheter were removed from the anatomy. Although there was a clinically significant delay in the procedure, there was no reported adverse patient sequela. The stent was noted as well apposed and the procedure was completed. There was no medication given to the patient due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the reported shaft separation. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. A cine of the procedure was received and reviewed by an abbott vascular clinical. A balloon inflation is seen being performed at a very tight lesion in the distal right coronary artery, posterior descending artery followed by stent deployment. The next run after the deployment shows two balloon markers advancing distally in the vessel with the contrast injection, proximal to the implanted stent. It was concluded that the rapid advancement of the two balloon markers into the vessel with a contrast injection suggests that the balloon is not attached to its shaft, thus confirming the complaint. It was confirmed that the shaft was separated distal to the guide wire exit notch. The separated portion was returned and the material at the separation was noted to be stretched and jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). Additional information provided by the account stated that no resistance was noted during advancement or removal of the sds, but that it was possible that the balloon got stuck inside the deployed stent. Additionally, cine review noted a very tight lesion. This suggests that force may have been applied during withdrawal, contributing to the shaft separating. It should be noted that the instructions for use states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It was also noted that the patient experienced angina. Angina, as listed in the IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. However, a conclusive cause cannot be determined for the reported patient effects and the relationship to the device, if any. Based on the investigation, no product deficiency was identified.